Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button. The customer's blood glucose value was 100 mg/dl. The insulin pump was not exposed to change in altitude. The customer reported cosmetic damage to insulin pump and clip rail was broken. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert and change sensor alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The p-cap / reservoir locked properly during testing. The pump was received with a cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The pump was received with broken belt clip rails, minor scratches on the display window, case and keypad overlay. The pump had a missing display window. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector or button keypad anomalies noted.